Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2026. On thursday,(B)(6)2026, at approximately 2:00 pm, the cgm stopped providing readings and displayed a sensor failure message. The patient was alone at home for approximately four hours without cgm data and reportedly lost consciousness during that time. The reporter was unable to confirm symptoms preceding the event, aside from reported difficulty walking, and could not identify the last known glucose reading. At approximately 6:20 pm, the patient¿s spouse returned home and found the patient unresponsive with labored respirations. Emergency medical services (ems) were contacted. Upon arrival, ems initiated treatment, including oxygen therapy via mask and intravenous glucose (¿sugar water¿), and obtained a blood glucose meter (bgm) reading of 30 mg/dl. The patient was transported to the emergency room, where a subsequent bgm reading showed improvement to 70 mg/dl. After treatment, the patient¿s condition stabilized. Additional evaluations included blood tests and imaging studies. No further details regarding medications administered were available. The patient remained hospitalized for monitoring. At the time the event was reported, the reporter declined to provide additional information and ended the call. Attempts to obtain further details were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.